Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that he tried changing the battery but the screen because he received a low battery alarm but the pump would not come back on. The customer was advised to try new batteries and the display returned. After troubleshooting, the pump had another blank display and the customer discontinued pump use. The customer was on manual injections. The customer tried a new battery cap and it seemed to be working. He stated that his blood glucose level went up to 404 mg/dl due to having a hard time with manual injections. The insulin pump was not returned for analysis.